Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: when the surgeon firing the endo gia 60-3.5 roticulator, the jaw did not open. The jaw opened before the device was clamped over the tissue. After the jaw was clamped and fired over tissue, the jaw didn't open. Case was converted to open then they used another endo gia stapler so that the detective stapler will be removed. They also tried to put force for the stapler to be opened but it can't be opened and it can cause more trauma if they insist on forcing it. Surgery time was delayed by 1 hour.

Manufacturer narrative:
(B)(4).